Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that after dental implant was installed in intraoral region 8#, its loss of osseointegration was observed. The patient presented bone type ii, 32ncm of primary stability was achieved and immediate implant was performed.